Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the sample evaluation results as well as correct the age of the patient initially reported and document additional information obtained. The sheath and dilator were returned to the manufacturing facility for evaluation. The sheath was noted to be cut/torn open along the distal end. The fairing tip was revealed to be separated from the balloon dilator. The fairing tip in its separated state was noted to be partially inverted. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the device encountered significant force which may have exceeded the tensile value of the device resulting in an inner lumen break. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a status updated on the investigation. The actual device has not yet been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The UDI number for this device is not yet required. The actual device has not been returned to the manufacturing facility for evaluation and the investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code was used in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the silicone nose cone broke off of the device during a procedure. Follow up communication with the user facility confirmed the following information: the doctor inflated the balloon and the solopath sheath; then the doctor pulled back the dilator/balloon and noticed that the silicone nose cone broke off in the valve; the cone did not leave the sheath but the solopath was removed; due to the calcified arteries, a surgical cut down of the vessel was conducted to get the sheath out; the procedure was restarted with a new device; the procedure was completed successfully; and the patient is doing well.